Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a laser assisted corneal flap procedure, the side cuts could not be opened on a patient's left eye. The ablation treatment was cancelled. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.